Manufacturer narrative:
(B)(4). Report source: (B)(6) clinical trial the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same patient. Refer to manufacturer report # 3005099803-2017-03517 and 3005099803-2017-03521 for the other associated device information. It was reported to boston scientific corporation on october 23, 2017 that a wallflex biliary rx covered stent was implanted on (B)(6) 2015. The patient was enrolled into the (B)(6) clinical trial on (B)(6) 2015. On (B)(6) 2015, baseline liver function tests were performed and the results can be found. Assessment of biliary obstructive symptoms (abos) was conducted and the following symptoms were reported: right upper quadrant (ruq) pain, dark urine, nausea, and vomiting. The patient¿s karnofsky score was reported as 70. Imaging (pancreatic protocol CT, chest CT and eus) and tissue diagnosis using fine needle aspiration (fna) were performed, and a 6.3 cm stage iii ¿ t4 any n m0 adenocarcinoma was noted at the uncinated process of the pancreas. On (B)(6) 2015, the patient underwent study stent placement; a pancreatic sphincterotomy was performed during the stent placement procedure, and prophylactic antibiotics were administered. The first wallflex biliary rx fully covered stent (the subject of this report) was implanted successfully. On (B)(6) 2015, the patient was transitioned to palliative management with palliative chemoradiation/chemotherapy. On (B)(6) 2016, the patient experienced the onset of abdominal pain secondary to chronic pancreatitis; the patient was given medication and was hospitalized. On (B)(6) 2016, the patient went to the emergency room (ER) and was seen as an inpatient. The patient underwent a stent placement procedure and a second wallflex biliary rx fully covered stent (the subject of MFR report #: 3005099803-2017-03521) was successfully implanted. It was not reported whether the first stent had been removed during this procedure or remained implanted with the second stent placed stent-in-stent. On (B)(6) 2016, the patient arrived at the ER and was seen as an inpatient; an unknown plastic stent was implanted. On (B)(6) 2016, the patient was discharged and the event was deemed recovering. On (B)(6) 2016, the patient underwent a successful planned removal of the plastic stent. Two days later, on (B)(6) 2016, the patient experienced an onset of cholangitis, which required the patient to be hospitalized. The patient underwent a biliary reintervention; the second wallflex biliary rx fully covered stent was removed from the patient using a snare, and a wallflex biliary rx uncovered stent was implanted. On (B)(6) 2016, 4 days post biliary reintervention, the reported event of cholangitis was deemed to be resolved and the patient was discharged on the same day. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted.